Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up, a 980 ventilator failed the power on self test (post) due to a the battery failure. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and replaced the battery, battery back panel, breath delivery controller and distribution printed circuit board (pcb).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A battery, breath delivery (bd) power controller and distribution printed circuit board (pcb), and battery backplane pcb were received. Product analysis was conducted and the failure investigation technician found damage on the battery and bd power distribution pcb due to a power surge. Damage was also found on the bd power controller however, it is unknown how the damage occurred. No failure was detected on the battery backplane pcb.